Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, energy activation was interrupted due to an error c-34 on the integrated electrosurgical unit (iesu). The customer stated that the monopolar energy was not working with the generator or third-party cautery. There were no issues with the bipolar energy activation. The technical service engineer (tse) confirmed the reported error in the system logs and walked the customer through two power cycles of the iesu, but the issue persisted. The procedure was completed with no reported injury.